Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -7.5/1.8/171 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a same size , different diopter(sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).